Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported having a hard time pressing the buttons on the insulin pump. Customer would have to pres the down arrow button several times to enable a response. The customer also reported issues with their sensor. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to act and down flattened and creased buttons dome switch. Unable to perform the test minilink transmitter with the glucose sensor simulator due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.